Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-jun-2025, it was reported via the clinical diabetes specialist (cds) that a user was hospitalized while wearing the ilet. Hospital staff contacted the cds to report that the user was out or nearly out of supplies and they were assisting with insurance coverage to obtain more. No additional information regarding the hospitalization, cause, treatment, or duration was obtained despite multiple follow-up attempts. The user could not be reached, and voicemails could not be left. It is unknown whether the user resumed ilet therapy following the event.